Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information indicates that the patient presented in clinic. Upon interrogation the bluetooth reset and the patient was able to pair his phone. The patient condition was stable.

Event description:
It was reported that the patient presented upon exhibiting difficulty sending remote transmissions from their implantable cardioverter defibrillator (ICD). Upon further analysis, it was suspected that the ICD was exhibiting a failure to establish bluetooth telemetry. No intervention was performed. There were no patient consequences.